Event description:
It was reported that the patient received inappropriate therapy and presented in the ER. Merlin transmission showed patient in afib with rapid ventricular response. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.